Event description:
Consumer alleges the lift will lower with weight. Consumer alleges that he was lifting the end user and the lift began dropping causing the end user to hit his head on the trapeze bar. Consumer states the end user had a red mark from hitting his head. No medical attention sought.